Manufacturer narrative:
Analysis of the lead revealed a part was missing from the kit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was no screw with the lead end cap. It was unknown what led or contributed to the issue. The scrub nurse passed off the lead end cap with the torque wrench, which then the surgeon put the cap on the lead and attempted to tighten the set screw, when they felt no engagement by the torque wrench. The surgeon took the end cap off to have a closer look and noticed there was no set screw. The surgeon, assistant, and scrub nurse looked in the lead tray and around the area but did not find the screw anywhere. A new lead was opened and placed the new lead end cap, which resolved the issue.